Event description:
The reporter stated that the connection between the tubing and the cartridge has been leaking during prime steps and basal delivery. The reporter stated that the patient has been off the pump for a few months and has been using injections for diabetes management because of the leak issue. There was no reported injury as a result of the leaking. The reporter confirmed no damage to the cartridge luer connection, and stated that the tubing was snug.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas from lot # b201702. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and no leaks were observed from the luer connection or o-rings of the cartridge. A fill test was also performed and no air bubbles were observed inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.